Event description:
It was reported that a patient, (B)(6) female, underwent atrial fibrillation (afib) procedure, with a smarttouch catheter, suffered a cardiac tamponade, which required a pericardiocentesis and 500cc of fluid were removed. The effusion was noted after ablation phase on a cardiac ultrasound (echocardiogram). The physician¿s opinion regarding the cause of this adverse event is that this is due to the difficulty performing a transseptal puncture (brockenbrough needle was used) as the physician tried multiple attempts. The patient was required overnight hospitalization for observation. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (unknown); smartablate generator (s/n: unknown); smartablate pump (s/n: unknown); lasso catheter (catalog # and lot # unknown). (B)(4).